Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after approximately 9 years post implant of this 16 mm aortic mechanical valve, a health care professional (hcp) stated that valve imaging was performed on a patient, and the opening angles were measured to be 60° and 45°. The flow velocity through the valve was also measured at 4m/s, and valve dysfunction is suspected. The reason for imaging was not reported. It was noted that the leaflet has a slightly bad opening on one side, with an average pressure gradient of about 40 mmhg, but the physician does not consider the value to be significantly poor. This is because the valve has a "small bore of 16 mm." It was reported that this patient hasn't experienced any valve-related symptoms so far and the patient had come to the hospital initially due to a non-cardiac condition. No intervention or adverse patient effects were reported.